Manufacturer narrative:
During an exam, the vta on a selenia dimensions (serial number (B)(6) had unintended vertical motion and began to go down. The patient was sitting in a chair due to reduced mobility, and the breast platform contacted the chair causing damage. Per the logs, the command to lower the vta was received from the footswitch, however, the user claimed to have not interacted with the footswitch at the time of the incident. There was no patient or user injury reported. The two footswitches were returned for further investigation. Additionally, the breast platform was also returned, and damage was observed on the underside where contact with the wheelchair was made. The first footswitch to be visually inspected ¿ ¿footswitch 1¿ was seen to be manufactured in 2020 and was in better condition than ¿footswitch 2¿ which was manufactured in 2012. When pressing the pedals on footswitch 1, it was found that the c-arm lowering pedal was squeaky. Footswitch 2 did not produce a similar noise, but did have exposed wires. Both footswitches received were connected to a post-market qa 3dimensions system (gan160103665). All the pedals of the first footswitch were tested, which found that the c-arm up movement pedal did not function. The same control switch on the control arm functioned properly, which isolates the issue to footswitch 1. Footswitch 2 was swapped in, and all movement pedals worked properly. The footswitches were then disassembled, starting with footswitch 1. Initial findings found that the interior gasket was removed, and that an adhesive had been applied to the areas in which the circuit boards slide into the housings, as well as the solder points to the c-arm motion circuit board. The circuit boards were able to be easily removed by hand, and the connection to the c-arm motion circuit board was loose. When the wires were readjusted and connected properly, it was found that continued movement of the wires would easily loosen the connection again. When the buttons on the circuit board were pressed by hand, movement worked as intended on the 3dimensions, however, c-arm up motion continued to not function. When investigating further with the circuit board removed, it was found that the piece that interacts with the circuit board button does not retract fully when the foot pedal is not being pressed. The button that this interferes with on the circuit board is the one that commands downward c-arm movement. Despite being older and showing more signs of wear, the interior of footswitch 2 was in good condition. The gasket was likewise missing, but there was not the same presence of adhesive as seen in footswitch 1. The c-arm movement portion of the footswitch was not secured on the top connection and could be easily removed. Footswitch 2 did not present any of the other issues that were found in footswitch 1. Based on the findings of the complaint, the most likely root cause can be attributed to footswitch 1. When the pedal was not engaged, the button commanding downward c-arm motion may have still been activated by the piece that moves with the pedal. This is due to the piece not returning to a flush position when not in use by the foot pedal. General wear and tear due to part age and debris accumulation may have also attributed to the encountered issue. In conclusion the complaint was unable to be confirmed. The most likely cause is that the footswitch pedal remained in a stuck position that caused downward motion of the c-arm. Accumulated debris and wear of the footswitch was likely a contributing factor. A CAPA is not required as this was not a system incident and there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4). Serial number: (B)(6). Date of manufacture: march 19th, 2013 installation date: (B)(6), 2013. Incident date: (B)(6) 2025. Date of last pm: unknown, maintained by site biomed. Date of part manufacture: unknown. A review of the complaint history for serial number (B)(6) was performed and there were no additional complaints found pertaining to footswitches malfunctioning. The complaint review found that the footswitches were original to the system, however foot switches are not captured within the DHR and therefore are unable to be reviewed further.

Event description:
It was reported that on (B)(6) 2025, while completing a selenia dimensions mammography system procedure, the vertical travel assembly (vta) began to descend on its own. A field engineer assessed the device and found the command to lower the vta came from the footswitch. Upon assessing the two foot switches, it was found that one had a sleeve to protect the wires that were starting to be visible where there was a bend, while the other had one of the internal connector boards secured with tie-wrap and hot glue as it tended to come off. No patient or user injury reported.